Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was not confirmed. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that an arteriotomy closure of both the right (rcfa) and left (lcfa) common femoral arteries were attempted using proglide devices with a 6f sheath after an iliac artery interventional procedure. Reportedly, cuff misses occurred, two in the rcfa and one in the lcfa. Hemostasis was achieved using additional proglide devices, one in the rcfa and one in the lcfa. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.